Manufacturer narrative:
Conclusion code: field left blank - no available code for undetermined or unknown cause. The customer¿s report of check valve failure was confirmed in the (B)(6) customer (B)(6) lab. The primary and secondary set was visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. The check valve was also visually inspected under a microscope. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing was performed; fluid and air bubbles were noticed going into the primary bag. Blue fluid was also noted to have gone past the check valve indicating a faulty check valve. The root cause of the check valve failure is due to a polypeptide (amino acid) particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the polypeptide (amino acid) was not identified.

Event description:
The customer reported the secondary bag of ceftriaxone 1gm flowed back into the primary 0.9% nacl during priming of the tubing. There was no patient involvement.

Manufacturer narrative:
.